Manufacturer narrative:
G4: 17jan2020 .b4: (B)(6) 2020. Additional information has been received that the problem was identified after startup and there was no patient involvement. The hospital confirmed that the noise was coming from the blower. Based on this information, this is not a reportable event for the v60 ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
The customer reported a unknown noise. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.